Manufacturer narrative:
Summary of investigation: investigation findings: visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves ¿ device migration ¿ distal embolization ¿ headache ¿ incomplete aneurysm occlusion ¿ neurologic deficits including stroke and/or death ¿ perforation or dissection of the vessel(s) ¿ pseudoaneurysm formation ¿ rupture or perforation of aneurysm ¿ transient ischemic attack (tia) or ischemic stroke ¿ vasospasm ¿ vessel occlusion ¿ vessel stenosis or thrombosis warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Procedure/medical information review: three radiographic images were provided. They are not labeled as to date or time. Lateral left ica dsa, subtracted, contrast: there is an approximately 8x12 mm ica terminus aneurysm. Its neck is not seen in this projection. Ap left ica dsa, unsubtracted subtracted, contrast: the aneurysm has been coiled. A fred is seen, spanning from the lower 1/3 of the suparaclinoid ica to the mid-m1 segment of the mca. It appears well opened and apposed. The neck of the aneurysm is about 3 mm. The fred covers about half of the neck of the aneurysm. There are no clots. Ap oblique left ica dsa, unsubtracted, no contrast: the fred and coils are again seen. These images do not explain why the patient experienced symptoms eight months and 2.5 years after the procedure. No follow-up images are provided. Investigation conclusion: three radiographic images were provided for review. They are not labeled as to date or time. The review of the images is as follows: lateral left ica dsa, subtracted, contrast: there is an approximately 8x12 mm ica terminus aneurysm. Its neck is not seen in this projection. Ap left ica dsa, unsubtracted subtracted, contrast: the aneurysm has been coiled. A fred is seen, spanning from the lower 1/3 of the suparaclinoid ica to the mid-m1 segment of the mca. It appears well opened and apposed. The neck of the aneurysm is about 3 mm. The fred covers about half of the neck of the aneurysm. There are no clots. Ap oblique left ica dsa, unsubtracted, no contrast: the fred and coils are again seen. These images do not explain why the patient experienced symptoms eight months and 2.5 years after the procedure. No follow-up images were provided. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis; however, procedure fluoroscopy images were provided and are being reviewed. Therefore, the alleged product issue cannot be confirmed at this time. A supplemental report will be submitted when investigation is complete. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that nearly 8 months post implantation of a fred flow diverter stent to treat a carotid artery aneurysm, the patient experienced unspecified mild symptoms, in december 2021, and the physician reportedly did not remember how they were treated. A year later, in (B)(6) 2023, the patient showed up again with symptoms of aphasia and facial hemiparesis. The symptoms were treated with plavix medication. Patient outcome is fine. Reportedly, the fred stent was implanted in (B)(6) 2021 (exact day unknown).